Manufacturer narrative:
Device not returned.

Event description:
It was reported that it took "more effort" for the pump battery to be charged. Customer¿s blood glucose level was 335 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.